Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and stained address/serial number label. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the insulin pump was in her bra prior to the error alarm occurring. Blood glucose level at the time of the incident was 240 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.